Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision surgery of the hip approximately one (1) month post-op due to the cup loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is related to a combination of products. Compatibility has been reviewed and components communicated are not compatible. The whole compatibility of products could not be reviewed has all the products are not known. Reported event is related to medical condition. Medical records have not been provided and could not be reviewed. A definitive root cause cannot be determined but it has been noticed that the advantage cup has been implanted with an incompatible inlay. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.